Event description:
It was reported that the image of the subject device dropped out after a few minutes. The issue was found during a diagnostic stroboscopic examination. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in g1 board, the power shuts down. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.